Manufacturer narrative:
Analysis was able to confirm the reported stylus and cursor misalignment. The connection between the overlay and the printed circuit board (pcb) was re-seated and the stylus was calibrated. The programmer failed an audio loop-back test. The connection was re-seated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus did not align with the cursor on the display screen. The user attempted to use a different stylus and new software several times with limited success. The misalignment is more evident on the left side of the screen. The programmer was returned for service. There was no patient involvement.